Event description:
Depuy legal dept was made aware of a patient taking legal action related to an implanted uniplate2 anterior cervical plate. The patient had been injured when a horse he was riding flipped in the starting gate at a race track. After the accident, the patient exhibited symptoms consistent with spine fracture and his surgeon recommended c5-c6 anterior cervical discectomy with cage fusion and plating. On or about (B)(6) 2009, post operative images revealed a superior screw was within c4-c5 disc space. The patient experienced tightness and pain of the cervical spine as well as difficulty swallowing. A swallowing study found the uniplate2 plate was pressing against the posterior wall hypopharynx. Plaintiffs attorney reports the cervical plate had come loose, causing swallowing problems as it had pulled off the bone. Revision surgery found the cervical plate was completely loose and free at the superior aspect. See mfg medwatch report# 1526439-2012-00119 for the screw that was involved in this event.

Manufacturer narrative:
The device is not available for evaluation at this time. Review of the device history record cannot be performed as the catalog# and lot# are unknown. No conclusions can be made at this time. A follow up medwatch report will be filed if/when the device is returned for evaluation and/or the catalog# and lot# are provided. Device not available at this time.

Manufacturer narrative:
The device is not available for evaluation. Review of the device history record cannot be performed as the product code and lot number are unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. In the absence of a product code, lot number, complaint sample, or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.